Event description:
Full revision surgery occurred. The explant facility does not return devices to the manufacturer. Follow-up to the provider indicated the device was replaced due to a lead fracture.

Event description:
It was reported by a company representative that a vns patient's device has high impedance and needs a total revision. Clinic notes from a visit on (B)(6) 2018 provided that the device has very high impedance and is not delivering current. Additional relevant information has not been received to-date. No known surgery has occurred to-date.